Event description:
It was reported that the procedure was to treat a stable angina patient. Angiography revealed a severe lesion in the mid-proximal left anterior descending artery. Optical frequency-domain imaging (ofdi) imaged a mainly fibro-calcified plaque with two major stenotic tracts. The 2.75 x 28 mm xience v stent was direct-stented in the lesion. Ofdi was repeated, which showed normal stent appearance without any side branch occlusion. It was noted that 24-hours post-procedure, the patient presented with myocardial infarction. The ofdi images post-stenting showed multiple superficial micro-dissections located at the stent edge and within the body of the stent; however, there was no treatment needed for the micro-dissections, and the patient had a good final outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of implant - estimated. No pre-dilatation there was no reported product deficiency and the product was not returned. The reported patient effects of myocardial infarction (mi) and dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported that the xience v stent was direct-stented in the lesion. The IFU states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty catheter. In this case, it is unknown if the reported IFU deviation directly caused or contributed to the reported patient effects.